Event description:
After 3 1/2 years of successful cochlear implant use, this patient began to experience issues related to statice electricity that have worsened over the past 5 years. Any electrostatic occurrence caused this patient's programmed map to erase. Their external equipment has been traded out serveral times, but has not resolved the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation / reimplatable surgery is being considered.